Manufacturer narrative:
Follow-up received on 24-oct-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain amongst non serious events. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve them. She underwent a hysterectomy to remove her essure coils; during her surgery, it was noticed that both of the essure coils were embedded in her uterus (understood as embedded device and partial expulsion). The events are listed in the reference safety information for essure. During essure therapy, pelvic, abdominal, and back pain may occur. Given the plausible temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation/embedment with essure may occur, most often during insertion. In this particular case, embedment was diagnosed almost 2 years after essure insertion. The exact date and the mechanism of perforation are not known. However, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical removal of coils was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("punctured organs"), embedded device ("essure coils were found embedded in her uterus") and device expulsion ("essure coils were found embedded in her uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic adhesions ("her right fallopian tube was connected by scar tissue to her femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected") and amnesia ("memory loss"). The patient was treated with surgery (removal of essure), surgery (removal of essure) and surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, pelvic adhesions, uterine malposition, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, uterine disorder, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder and amnesia outcome was unknown, the burning sensation was resolving and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, burning sensation, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, pelvic adhesions, rash, renal disorder, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery. Cross referenced with plaintiff case number : 2017-209642 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed . "Concerning the injuries reported in this case, the following one was reported via social media : menstruation delayed, renal disorder" and memory loss, I burned on fire from the inside out for years, neuropathy with flare ups. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review ci the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 22-oct-2018: plaintiff fact sheet (social media) received. Events were clubbed with previously reported events. Outcome of burning sensation was changed from "unknown" to "recovering/resolving". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organs'), embedded device ('essure coils were found embedded in her uterus'), device expulsion ('both essure coils were found embedded in her uterus'), ovarian vein thrombosis ('ovarian vein thrombosis') and salpingitis ('right fallopian tube grossly inflamed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), pelvic adhesions ("right fallopian tube was connected by scar tissue to femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected"), amnesia ("memory loss"), pelvic congestion ("pelvic congestion"), cardiac disorder ("heart problems") and medical device discomfort ("discomfort"). The patient was treated with surgery (laparoscopic removal of essure planned, extended to abdominal surgery and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, ovarian vein thrombosis, salpingitis, pelvic adhesions, uterine malposition, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, uterine disorder, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder, amnesia, pelvic congestion, cardiac disorder and medical device discomfort outcome was unknown, the burning sensation was resolving and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, burning sensation, cardiac disorder, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, ovarian vein thrombosis, pelvic adhesions, pelvic congestion, rash, renal disorder, salpingitis, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery and was grossly inflamed. Many symptoms went away immediately upon removal. Another had returned and new ones, she was almost 1 year post and dealing with the aftermath. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: ovarian vein thrombosis and pelvic congestion. Hysterosalpingogram - on an unknown date: one of the coils did not make it into the tubes. Laparoscopy - on (B)(6) 2016: two coils embedded in uterus, uterus uterus twisted 90 degrees, right fallopian tube was connected by scar tissue to femoral artery. X-ray - on an unknown date: showed 3 coils that included iud. "Concerning the injuries reported in this case, the following one was reported via social media : menstruation delayed, renal disorder" and memory loss, I burned on fire from the inside out for years, neuropathy with flare ups, ovarian vein thrombosis, pelvic congestion, heart problems. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review ci the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 2-dec-2019: new information was received via social media: new social media reporters added. New event: right fallopian tube grossly inflamed. Outcome: many symptoms went away immediately upon removal. Another had returned and new ones, she was almost 1 year post and dealing with the aftermath. This report was also detected to be a duplicate to (B)(4) (medwatch 3500a MFR number 2951250-2019-13440) which will be deleted from bayer safety database after all information was transferred to this record # (B)(4) which will be retained. New: social media reporter was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organs'), embedded device ('essure coils were found embedded in her uterus'), device expulsion ('essure coils were found embedded in her uterus') and ovarian vein thrombosis ('ovarian vein thrombosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), pelvic adhesions ("her right fallopian tube was connected by scar tissue to her femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected"), amnesia ("memory loss") and pelvic congestion ("pelvic congestion"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, ovarian vein thrombosis, pelvic adhesions, uterine malposition, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, uterine disorder, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder, amnesia and pelvic congestion outcome was unknown, the burning sensation was resolving and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, burning sensation, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, ovarian vein thrombosis, pelvic adhesions, pelvic congestion, rash, renal disorder, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery. Cross referenced with plaintiff case number: (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: ovarian vein thrombosis and pelvic congestion. Hysterosalpingogram - on an unknown date: results: coils were properly placed. "Concerning the injuries reported in this case, the following one was reported via social media : menstruation delayed, renal disorder" and memory loss, I burned on fire from the inside out for years, neuropathy with flare ups, ovarian vein thrombosis, pelvic congestion. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review ci the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 9-sep-2019: social media received. Reporter information and lab data added. Event : ovarian vein thrombosis, pelvic congestion added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organs'), embedded device ('essure coils were found embedded in her uterus'), device expulsion ('essure coils were found embedded in her uterus') and ovarian vein thrombosis ('ovarian vein thrombosis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), pelvic adhesions ("her right fallopian tube was connected by scar tissue to her femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected"), amnesia ("memory loss"), pelvic congestion ("pelvic congestion") and cardiac disorder ("heart problems"). The patient was treated with surgery (removal of essure and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, ovarian vein thrombosis, pelvic adhesions, uterine malposition, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, uterine disorder, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder, amnesia, pelvic congestion and cardiac disorder outcome was unknown, the burning sensation was resolving and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, burning sensation, cardiac disorder, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, ovarian vein thrombosis, pelvic adhesions, pelvic congestion, rash, renal disorder, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: ovarian vein thrombosis and pelvic congestion. Hysterosalpingogram - on an unknown date: results: coils were properly placed. "Concerning the injuries reported in this case, the following one was reported via social media : menstruation delayed, renal disorder" and memory loss, I burned on fire from the inside out for years, neuropathy with flare ups, ovarian vein thrombosis, pelvic congestion, heart problems. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review ci the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 12-nov-2019: due to follow up information received this report was detected to be a duplicate of records (B)(4)(medwatch 3500a MFR number 2951250-2019-11564) which all three were deleted after all information was erraneously transferred then removed (typo in number) (B)(4), there removed again and then transferred to this duplicate record (B)(4) which will be retained. New: new social media reporters were added. New event: cardiac disorder ('heart problems'). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organs'), embedded device ('essure coils were found embedded in her uterus'), device expulsion ('both essure coils were found embedded in her uterus'), ovarian vein thrombosis ('ovarian vein thrombosis') and salpingitis ('right fallopian tube grossly inflamed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), pelvic adhesions ("right fallopian tube was connected by scar tissue to femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected"), amnesia ("memory loss"), pelvic congestion ("pelvic congestion"), cardiac disorder ("heart problems"), medical device discomfort ("discomfort") and limb discomfort ("my feet and legs looked like that") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (laparoscopic removal of essure planned, extended to abdominal surgery and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, ovarian vein thrombosis, salpingitis, pelvic adhesions, uterine malposition, menorrhagia, back pain, abdominal pain, dyspareunia, abdominal distension, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, uterine disorder, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder, amnesia, pelvic congestion, cardiac disorder, medical device discomfort, hormone level abnormal and limb discomfort outcome was unknown, the burning sensation was resolving and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, burning sensation, cardiac disorder, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, hormone level abnormal, limb discomfort, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, ovarian vein thrombosis, pelvic adhesions, pelvic congestion, rash, renal disorder, salpingitis, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery and was grossly inflamed. Many symptoms went away immediately upon removal. Another had returned and new ones, she was almost 1 year post and dealing with the aftermath. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: ovarian vein thrombosis and pelvic congestion. Hysterosalpingogram - on an unknown date: one of the coils did not make it into the tubes. Laparoscopy - on (B)(6) 2016: two coils embedded in uterus, uterus twisted 90 degrees, right fallopian tube was connected by scar tissue to femoral artery. X-ray - on an unknown date: showed 3 coils that included iud. "Concerning the injuries reported in this case, the following one was reported via social media : menstruation delayed, renal disorder" and memory loss, I burned on fire from the inside out for years, neuropathy with flare ups, ovarian vein thrombosis, pelvic congestion, heart problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: the event "my feet and legs looked like that" was added. Fup 7 & fup 8 processed together. On 21-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organs'), embedded device ('essure coils were found embedded in her uterus'), device expulsion ('both essure coils were found embedded in her uterus') and salpingitis ('right fallopian tube grossly inflamed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), ovarian vein thrombosis ("ovarian vein thrombosis"), pelvic adhesions ("right fallopian tube was connected by scar tissue to femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), menorrhagia ("heavy menstrual bleeding"), chronic back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), the first episode of uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected"), amnesia ("memory loss"), pelvic congestion ("pelvic congestion"), cardiac disorder ("heart problems"), medical device discomfort ("discomfort"), lower extremities discomfort ("my feet and legs looked like that"), the second episode of uterine disorder ("my uterine twisted"), asthma ("asthma disorder"), gait disturbance ("walking issue"), stress ("stress"), asthenia ("weakness"), anaphylactoid reaction ("anaphylactic reactions"), adverse food reaction ("reactions to food to fresh fruits, vegetables, nuts"), pain ("I still struggle to this day with touch"), swelling face ("facial swelling"), heaviness in leg ("leg heaviness"), back pain ("pain back"), phlebitis ("veins were inflamed inside of pelvic") and restless legs syndrome ("restless leg, gone with removal") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with pelvic floor therapy and surgery (laparoscopic removal of essure planned, extended to abdominal surgery and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, salpingitis, ovarian vein thrombosis, pelvic adhesions, uterine malposition, menorrhagia, chronic back pain, abdominal pain, dyspareunia, abdominal distension, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder, amnesia, pelvic congestion, cardiac disorder, medical device discomfort, hormone level abnormal, lower extremities discomfort, the last episode of uterine disorder, asthma, gait disturbance, stress, anaphylactoid reaction, adverse food reaction and pain outcome was unknown, the burning sensation was resolving, the neuropathy peripheral and phlebitis had not resolved and the asthenia, swelling face, heaviness in leg, back pain and restless legs syndrome had resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, adverse food reaction, alopecia, amnesia, anaphylactoid reaction, asthenia, asthma, burning sensation, cardiac disorder, chronic back pain, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, gait disturbance, hormone level abnormal, lower extremities discomfort, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, ovarian vein thrombosis, pain, pelvic adhesions, pelvic congestion, phlebitis, rash, renal disorder, restless legs syndrome, salpingitis, stress, swelling face, uterine malposition, vaginal infection, visual impairment, the first episode of uterine disorder, back pain, heaviness in leg and the second episode of uterine disorder to be related to essure. The reporter commented: after essure removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery and was grossly inflamed. Many symptoms went away immediately upon removal. Another had returned and new ones, she was almost 1 year post and dealing with the aftermath diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: ovarian vein thrombosis and pelvic congestion. Hysterosalpingogram - on an unknown date: one of the coils did not make it into the tubes. Laparoscopy - on (B)(6) 2016: two coils embedded in uterus, uterus twisted 90 degrees, right fallopian tube was connected by scar tissue to femoral artery. X-ray - on an unknown date: showed 3 coils that included iud. Concerning the injuries reported in this case, the following ones were reported via social media: anaphylactic reaction, adverse food reaction, pain, weakness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new reporter and new events (facial swelling; leg heaviness; pain back; veins were inflamed inside of pelvic) were added. Outcome and other information of event ¿weakness¿ were updated. On 23-mar-2020: content from social media received: new reporter and new event (¿restless leg, gone with removal¿) were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organs'), embedded device ('essure coils were found embedded in her uterus'), device expulsion ('both essure coils were found embedded in her uterus'), ovarian vein thrombosis ('ovarian vein thrombosis') and salpingitis ('right fallopian tube grossly inflamed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), ovarian vein thrombosis (seriousness criterion medically significant), salpingitis (seriousness criterion medically significant), pelvic adhesions ("right fallopian tube was connected by scar tissue to femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected"), amnesia ("memory loss"), pelvic congestion ("pelvic congestion"), cardiac disorder ("heart problems") and medical device discomfort ("discomfort") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (laparoscopic removal of essure planned, extended to abdominal surgery and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, ovarian vein thrombosis, salpingitis, pelvic adhesions, uterine malposition, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, uterine disorder, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder, amnesia, pelvic congestion, cardiac disorder, medical device discomfort and hormone level abnormal outcome was unknown, the burning sensation was resolving and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, burning sensation, cardiac disorder, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, hormone level abnormal, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, ovarian vein thrombosis, pelvic adhesions, pelvic congestion, rash, renal disorder, salpingitis, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery and was grossly inflamed. Many symptoms went away immediately upon removal. Another had returned and new ones, she was almost 1 year post and dealing with the aftermath. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: ovarian vein thrombosis and pelvic congestion. Hysterosalpingogram - on an unknown date: one of the coils did not make it into the tubes. Laparoscopy - on (B)(6) 2016: two coils embedded in uterus, uterus uterus twisted 90 degrees, right fallopian tube was connected by scar tissue to femoral artery. X-ray - on an unknown date: showed 3 coils that included iud. "Concerning the injuries reported in this case, the following one was reported via social media : menstruation delayed, renal disorder" and memory loss, I burned on fire from the inside out for years, neuropathy with flare ups, ovarian vein thrombosis, pelvic congestion, heart problems quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review ci the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2020: content from social media received. Event hormonal issues was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organs'), embedded device ('essure coils were found embedded in her uterus'), device expulsion ('both essure coils were found embedded in her uterus') and salpingitis ('right fallopian tube grossly inflamed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), ovarian vein thrombosis ("ovarian vein thrombosis"), pelvic adhesions ("right fallopian tube was connected by scar tissue to femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), the first episode of uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected"), amnesia ("memory loss"), pelvic congestion ("pelvic congestion"), cardiac disorder ("heart problems"), medical device discomfort ("discomfort"), limb discomfort ("my feet and legs looked like that"), the second episode of uterine disorder ("my uterine twisted") and asthma ("asthma disorder ") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (laparoscopic removal of essure planned, extended to abdominal surgery and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, salpingitis, ovarian vein thrombosis, pelvic adhesions, uterine malposition, menorrhagia, back pain, abdominal pain, dyspareunia, abdominal distension, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder, amnesia, pelvic congestion, cardiac disorder, medical device discomfort, hormone level abnormal, limb discomfort, the last episode of uterine disorder and asthma outcome was unknown, the burning sensation was resolving and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, asthma, back pain, burning sensation, cardiac disorder, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, hormone level abnormal, limb discomfort, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, ovarian vein thrombosis, pelvic adhesions, pelvic congestion, rash, renal disorder, salpingitis, uterine malposition, vaginal infection, visual impairment, the first episode of uterine disorder and the second episode of uterine disorder to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery and was grossly inflamed. Many symptoms went away immediately upon removal. Another had returned and new ones, she was almost 1 year post and dealing with the aftermath. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: ovarian vein thrombosis and pelvic congestion. Hysterosalpingogram - on an unknown date: one of the coils did not make it into the tubes. Laparoscopy - on (B)(6) 2016: two coils embedded in uterus, uterus uterus twisted 90 degrees, right fallopian tube was connected by scar tissue to femoral artery. X-ray - on an unknown date: showed 3 coils that included iud. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media documents revived, new reporter and event my uterine twisted, cardiac issue , my uterine twisted ,asthma disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('punctured organs'), embedded device ('essure coils were found embedded in her uterus'), device expulsion ('both essure coils were found embedded in her uterus') and salpingitis ('right fallopian tube grossly inflamed') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), salpingitis (seriousness criterion medically significant), ovarian vein thrombosis ("ovarian vein thrombosis"), pelvic adhesions ("right fallopian tube was connected by scar tissue to femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), abdominal distension ("abdominal bloating"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body/ I burned on fire from the inside out for years."), the first episode of uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy/ flare up with neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected"), amnesia ("memory loss"), pelvic congestion ("pelvic congestion"), cardiac disorder ("heart problems"), medical device discomfort ("discomfort"), limb discomfort ("my feet and legs looked like that"), the second episode of uterine disorder ("my uterine twisted"), asthma ("asthma disorder"), gait disturbance ("walking issue"), stress ("stress"), asthenia ("weakness"), anaphylactoid reaction ("anaphylactic recations"), adverse food reaction ("reactions to food to freash fruits, vegetables, nuts") and pain ("I still strugle to this day with touch") and was found to have hormone level abnormal ("hormonal issues"). The patient was treated with surgery (laparoscopic removal of essure planned, extended to abdominal surgery and removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, salpingitis, ovarian vein thrombosis, pelvic adhesions, uterine malposition, menorrhagia, back pain, abdominal pain, dyspareunia, abdominal distension, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder, amnesia, pelvic congestion, cardiac disorder, medical device discomfort, hormone level abnormal, limb discomfort, the last episode of uterine disorder, asthma, gait disturbance, stress, asthenia, anaphylactoid reaction, adverse food reaction and pain outcome was unknown, the burning sensation was resolving and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, adverse food reaction, alopecia, amnesia, anaphylactoid reaction, asthenia, asthma, back pain, burning sensation, cardiac disorder, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, gait disturbance, hormone level abnormal, limb discomfort, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, ovarian vein thrombosis, pain, pelvic adhesions, pelvic congestion, rash, renal disorder, salpingitis, stress, uterine malposition, vaginal infection, visual impairment, the first episode of uterine disorder and the second episode of uterine disorder to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery and was grossly inflamed. Many symptoms went away immediately upon removal. Another had returned and new ones, she was almost 1 year post and dealing with the aftermath. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: ovarian vein thrombosis and pelvic congestion. Hysterosalpingogram - on an unknown date: one of the coils did not make it into the tubes. Laparoscopy - on (B)(6) 2016: two coils embedded in uterus, uterus uterus twisted 90 degrees, right fallopian tube was connected by scar tissue to femoral artery. X-ray - on an unknown date: showed 3 coils that included iud. Concerning the injuries reported in this case, the following ones were reported via social media: anaphylacti reaction, adverse food reaction, pain, weakness. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: events I still strugle to this day with touch, stress, walking issue, weakness, reactions to food to fresh fruits, vegetables, nuts, anaphylactic reactions added. On 23-mar-2020: fu24, 25 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("punctured organs"), embedded device ("essure coils were found embedded in her uterus") and device expulsion ("essure coils were found embedded in her uterus") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic adhesions ("her right fallopian tube was connected by scar tissue to her femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body"), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering") and dyskinesia ("difficulty in controlling arms and legs"). The patient was treated with surgery (removal of essure), surgery (removal of essure) and surgery ( removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, pelvic adhesions, uterine malposition, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, burning sensation, uterine disorder, neuropathy peripheral, eye movement disorder, muscle atrophy, memory impairment, dysphemia and dyskinesia outcome was unknown. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, burning sensation, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, medical device discomfort, menorrhagia, migraine, mood swings, pelvic adhesions, rash, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review ci the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporters added. The following events were added: neuropathy, occasional eye twitching, muscle atrophy, memory impairment, stuttering and difficulty in controlling arms and legs. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4) and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2010. After undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, bleeding after intercourse, chronic fatigue, excessive rashes, excessive hair loss, brain fog, excessive migraine headaches, excessive weight gain, mood swings, vision problems, constant vaginal infections, and a constant burning sensation all over the body. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at medical center and from her physicians but was unable to resolve them. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. After surgery, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Follow-up received on 24-oct-2016: the ptc investigation result was provided. Ptc global number is (B)(4). Quality safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow up information received on 21-nov-2016 from consumer via social media: the consumer stated she "burned from the inside out" as if she were on fire and that she experience chronic pain. She had to stop working due to chronic pain. When her doctor removed the coils he found that both of the consumers ovaries and left fallopian tube were missing. The essure coils were embedded in the consumers uterus, which was twisted by 90 degrees. She said that her belly had blown up so that she looked nine months pregnant. Follow-up information was received on 18-oct-2017. All source document and information from duplicate case (B)(4) was transferred to case (B)(4). Reporter added, event punctured organs with a symptom pelvic pain was added. On an unknown date, the patient experienced perforation ("punctured organs") (seriousness criteria medically significant and intervention required) with a symptom pelvic pain ("chronic debilitating pain"). The patient was treated with surgery (removal of essure). At the time of the report, the perforation and pelvic pain outcome was unknown. The reporter provided no causality assessment for pelvic pain and perforation with essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("punctured organs"), embedded device ("essure coils were found embedded in her uterus") and device expulsion ("essure coils were found embedded in her uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic adhesions ("her right fallopian tube was connected by scar tissue to her femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body"), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result") and renal disorder ("my kidneys are affected"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, pelvic adhesions, uterine malposition, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, burning sensation, uterine disorder, neuropathy peripheral, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed and renal disorder outcome was unknown. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, burning sensation, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, pelvic adhesions, rash, renal disorder, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed. "Concerning the injuries reported in this case, the following one was reported via social media : menstruation delayed, renal disorder" quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review ci the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 1-feb-2018: reporter and event "I missed my menses / I'm now 10 weeks late with negative result, my kidneys are affected" added from social media report. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("punctured organs"), embedded device ("essure coils were found embedded in her uterus") and device expulsion ("essure coils were found embedded in her uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device and device expulsion (seriousness criteria medically significant and intervention required), pelvic adhesions ("her right fallopian tube was connected by scar tissue to her femoral artery"), uterine malposition ("uterus was twisted 90 degrees"), medical device discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse"), coital bleeding ("bleeding after intercourse"), fatigue ("chronic fatigue"), rash ("excessive rashes"), alopecia ("excessive hair loss"), feeling abnormal ("brain fog"), migraine ("excessive migraine headaches"), abnormal weight gain ("excessive weight gain"), mood swings ("mood swings"), visual impairment ("vision problems"), vaginal infection ("constant vaginal infections"), burning sensation ("constant burning sensation all over the body"), uterine disorder ("uterus was hardening on one side"), neuropathy peripheral ("neuropathy"), eye movement disorder ("occasional eye twitching"), muscle atrophy ("muscle atrophy"), memory impairment ("memory impairment"), dysphemia ("stuttering"), dyskinesia ("difficulty in controlling arms and legs"), menstruation delayed ("I missed my menses / I'm now 10 weeks late with negative result"), renal disorder ("my kidneys are affected") and amnesia ("memory loss"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, embedded device, device expulsion, pelvic adhesions, uterine malposition, medical device discomfort, menorrhagia, back pain, abdominal distension, abdominal pain, dyspareunia, coital bleeding, fatigue, rash, alopecia, migraine, abnormal weight gain, mood swings, visual impairment, vaginal infection, burning sensation, uterine disorder, eye movement disorder, muscle atrophy, memory impairment, dysphemia, dyskinesia, menstruation delayed, renal disorder and amnesia outcome was unknown and the neuropathy peripheral had not resolved. The reporter provided no causality assessment for dyskinesia, dysphemia, eye movement disorder, memory impairment, muscle atrophy, neuropathy peripheral and perforation with essure. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amnesia, back pain, burning sensation, coital bleeding, device expulsion, dyspareunia, embedded device, fatigue, feeling abnormal, medical device discomfort, menorrhagia, menstruation delayed, migraine, mood swings, pelvic adhesions, rash, renal disorder, uterine disorder, uterine malposition, vaginal infection and visual impairment to be related to essure. The reporter commented: after essue removal, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: coils were properly placed "concerning the injuries reported in this case, the following one was reported via social media : menstruation delayed, renal disorder" and memory loss. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review ci the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 23-mar-2018: social media case. New event added- memory loss. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 14-sep-2016 which refers to an adult (>=18y & <65y) female consumer who had essure (fallopian tube occlusion insert) placed on or around (B)(6) 2010. After undergoing the essure procedure, a hysterosalpingogram (hsg) test was performed and plaintiff was advised that her coils were properly placed. However, her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal bloating, abdominal pain, pain during intercourse, bleeding after intercourse, chronic fatigue, excessive rashes, excessive hair loss, brain fog, excessive migraine headaches, excessive weight gain, mood swings, vision problems, constant vaginal infections, and a constant burning sensation all over the body. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms at medical center and from her physicians but was unable to resolve them. On or around (B)(6) 2016, plaintiff underwent a hysterectomy to remove her essure coils. After surgery, her treating physician advised her that her left fallopian tube and both of her ovaries could not be visualized; both of the essure coils were found embedded in her uterus; her uterus was twisted 90 degrees and hardening on one side; and her right fallopian tube was connected by scar tissue to her femoral artery. In addition, it was informed that plaintiff is prevented from practicing and enjoying the activities of daily life she enjoyed pre-operatively, and she has otherwise suffered serious and permanent injuries. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced chronic pelvic pain / increasingly severe pain amongst non serious events. Plaintiff subsequently sought treatment for her symptoms, but was unable to resolve them. She underwent a hysterectomy to remove her essure coils; during her surgery, it was noticed that both of the essure coils were embedded in her uterus (understood as embedded device and partial expulsion). The events are listed in the reference safety information for essure. During essure therapy, pelvic, abdominal, and back pain may occur. Given the plausible temporal relationship and the absence of alternative explanation, a causal relationship between pelvic pain and essure cannot be excluded. Uterine perforation may occur with any trans-cervical intrauterine procedure. Uterine perforation/embedment with essure may occur, most often during insertion. In this particular case, embedment was diagnosed almost 2 years after essure insertion. The exact date and the mechanism of perforation are not known. However, considering the nature of event, a causal relationship with essure cannot be excluded. This case was regarded as incident, since a surgical removal of coils was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.